Event description:
It was reported that the patient was not receiving effective therapy due to high impedances on one lead after a car accident. As a result, the patient underwent surgical intervention on (B)(6) 2023 wherein the lead was explanted and replaced to address the issue. Patient now has effective therapy. Investigation was unable to determine which of the leads had high impedances.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000111583.